Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they have [unrelated] t-cell lymphoma and when their skin acts up, they have to go for light treatments. Patient stated they were supposed to go today, but they canceled the appointment because they wanted to hear from the manufacturer. Patient mentioned they called their pain doctor, who told them to call patient services; patient added they tried to call a rep but they hadn't got back to them which is rare. Patient asked how to turn therapy off; agent reviewed information and information about the light therapy. Patient mentioned that they can't hook up to their therapy by themselves and can't do it alone; patient also mentioned their implant was dead a couple weeks ago, so it stayed in the red for a long time, but then it kicked in and it took about an hour to go to 100%. Patient stated the therapy thing said it was charging, but the therapy was off and they couldn't get it to go on, even though the implant was charged. Agent reviewed general charge and therapy information with patient. Patient noted the therapy was currently off and had been the whole time. Patient did not have their equipment with them at the time of the call, but stated they would try turning therapy on again later. Agent documented the reported information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they have a skin disease and when it is active they need light treatments. Patient reported they were told light treatments and ins interfere with each other so they must turn their ins off when getting light treatment. Patient reported their skin disease is active now so they must turn the ins off for 3 days a week then turn it back on for 4 days and repeat. Patient stated when stimulator is on, it works. Patient stated they follow all the recharging directions but it is difficult to connect to battery but they keep trying until they get connected. Patient stated it helps to have another person there. Patient stated they are grateful for stimulator.